Event description:
The pt was evaluated by the surgeon and audiologist. A company representative evaluated the pt's device. Although the cochlear implant team all agreed that the device was functioning, the pt requested explantation of their device. The pt's c1 device was explanted. The pt was reimplanted with another advanced bionics cochlear implant.